Event description:
The patient was undergoing transurethral resection of the prostate (turp) procedure using the olympus sp-2 irrigator and evacuation device. The device operates by use of a roller pump head. A nurse setting up the device mistakenly inserted the tubing backwards in the roller head. This resulted in the device insufflating the bladder at between 1 and 1.5 liters per minute of air for approximately 5-10 minutes before the issue was identified. The patient developed hypotension, extensive sq emphysema and pneumothorax. The patient required further monitoring and chest tube placement. Subsequently, the chest tube was removed, and the patient returned to baseline. ====================== manufacturer response for fluid irrigation and aspiration device, olympus sp-2======================unavailable at this time.